Manufacturer narrative:
The catalog and lot number for the actual product used in the patient is unknown and will not be available. This is one of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2011-00280 and 1058196-2011-00281. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note: the catalog code entered (prowler select plus) represents an unknown prowler select plus. The catalog and lot number for the actual product used in the patient is unknown and will not be available. The complaint received states that during a cerebral stent implantation procedure to treat a wide neck aneurysm the prowler micro catheter had resistance/friction in the inner lumen and the enterprise stent had recapture difficulty and withdrawal difficulty. The enterprise vrd stent was used for wide neck aneurysm, but the stent was unable to be recaptured in order to adjust the location. During removal, the stent was stuck halfway through the prowler select plus microcatheter (mc) unknown lot and catalog number. The enterprise and mc were removed as a unit, and outside the patient`s body, the stent came out of the microcatheter. During placement, the stent was not exposed passed the recapture point, and the stent was recapture once. The distal tip was not re-shaped. The microcatheter will not be returned for analysis. There was no report of injury for the patient. There is no sterile lot number information available thus no DHR could be performed. The complaint of resistance/friction could not be confirmed as the product was not returned for analysis and further no sterile lot number was provided thus no DHR could be performed. The microcatheter IFU cautions: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement against resistance may result in damage to the vessel. Review of the information suggests that procedural issues and device interaction may have contributed to the reported event of resistance friction. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00280 and 1058196-2011-00281.

Event description:
During a coil embolization procedure, the enterprise vrd stent was used for wide neck aneurysm, but the stent was unable to be recaptured in order to adjust the location. During removal, the stent was stuck halfway through the prowler select plus microcatheter (mc) unknown lot and catalog number. The enterprise and mc were removed as a unit, and outside the patient`s body, the stent came out of the microcatheter. During placement, the stent was not exposed passed the recapture point, and the stent was recapture once. The distal tip was not re-shaped. No further information was available.